Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the information was not crossing from emr to pyxis. The technical support specialist successfully changed cfnservice and admin passwords. Confirmed with customer that the user was able to sign in to both the station and server, run reports successfully, and revoke critical override. Customer approved closure of the case. Case closed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower no data transferred from cerner to pyxis due to connectivity issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.